Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection has been performed on returned meter and a crack was observed on meter casing. A qual-6 issue was cloned to address the issue. Installed retained batteries. Meter powered on with button depression. Lcd (liquid crystal display) was observed during power up and self-test sequence, no issues observed. Control solution testing has been performed and all results were within range specification. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle precision xceed pro 1.10 meter was reviewed and the dhrs showed the freestyle precision xceed pro 1.10 meter passed all tests prior to release. Dhrs (device history review) for the precision strips was reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the reported strips are returned, a physical investigation will be performed, and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10(addtl mfg narrative) was incorrectly documented in the previous report. Correction has been done.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6)has been returned and investigated. Visual inspection has been performed on returned meter and a crack was observed on meter casing. A qual-6 issue was cloned to address the issue. Installed retained batteries. Meter powered on with button depression. Lcd (liquid crystal display) was observed during power up and self-test sequence, no issues observed. Control solution testing has been performed and all results were within range specification. Therefore, this issue is not confirmed. If the reported strips are returned, a physical investigation will be performed, and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report.